Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative condition occurred. The device's blower motor was replaced to address the issue. The device was found to have a defective display. The lcd screen was replaced to address the issue.